Manufacturer narrative:
The company representative observed that the iabp's motor compartment connector was out of alignment. He realigned the motor compartment connector. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp made a squeaking noise. The iabp was replaced and therapy was initiated.